Event description:
The customer reported that the blue insulation melted during use and stuck to the pt tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. Add'l questions in regard to the incident have also been asked. When the device eval is complete and/or when add'l info is received, a f/u report will be submitted.